Event description:
It was reported that the universal aseptic transfer kit housing cracked. The event did not occur at a hospital, during surgery, or have direct patient impact. There was no report of any delay due to loss of use.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.